Event description:
It was reported that there is a possible mix of data between pts. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A f/u report will be submitted as soon as our investigation is complete.